Manufacturer narrative:
Device 21 of 22 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
It was reported by the end user that starter hole was off centered in twenty two out of thirty wafers from three market units (mu) with same lot. Sixty-eight-year-old end user reported quality concerns with recent three market units (mu) received as replacements from company with off center starter hole resulting in uneven mass to either side of the precut stoma opening. She did not apply any of the wafers, so no leakage was reported. The photographs depicting the issue were received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary photograph, video and/or physical sample evaluation: ¿ there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 3m01616 was manufactured on 12/11/2023, in convex 2 pc line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 16/feb/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1715143 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction (pi) and recorded. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 16/feb/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 3m01616 lot for the malfunction code ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect and as result no additional type 2 complaint was identified during this search as per work instructions (wi). Historical nonconformance review: on 16/feb/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction code ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect for the lot number 3m01616 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 22 defective parts confirmed to date from a lot size 13680 products. This represents a defect rate of only 0.161%, which is well within an appropriate acceptable quality level (aql) for this defect which should be 1.0% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 1.0. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) for this type of failure mode or defect. Conclusions: the review of the batch record for lot 3m01616 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No changes to the end-to-end manufacturing process or components used during assembly of the batch were made. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction code ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect. No additional complaints were reported for lot affected related to the malfunction code ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect. Based on this, no negative trend was identified. Based on preliminary investigation results, there is no objective evidence that other products are impacted, and the issue appears to be isolated. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.